Event description:
The device reportedly displayed a continuous connect electrodes message when attached to a patient who had been down for an unknown amount of time. A back up device was obtained and attached to the patient. It was unclear whether the initial set of combination electrodes were replaced with a new set of combination electrodes or if the back up device was attached to the patient using the initial set of electrodes. The back up device reportedly analyzed the patient's ECG and defibrillation shocks were reportedly delivered to the patient. The patient was not resuscitated. The reporter stated that the reported event did not cause or contribute to the patient's outcome. The statement was based on the paramedic's assessment of the patient's lack of viability. The patient's details were not made available to mpc.